Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was broken when in use with a bearing sleeve device. There was a two minute delay in surgery. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter broke due to an excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force and or side loading during use, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.